Manufacturer narrative:
This report is regarding system controller sn (B)(4). The referenced system controller sn (B)(4) is reported under medwatch MFR report# 2916596-2016-01458. Device unique identifier (UDI): device was manufactured prior to the UDI labeling implementation. Approximate age of device - 3 years (calculated from date of manufacture of the back-up battery). The system controller and backup battery were not returned for evaluation as the system controller remains in use. The back-up battery was reportedly discarded. The evaluation of the back-up battery documentation revealed that the backup battery was manufactured in june of 2013. Although rechargeable, according to the design, the backup battery has a limited lifespan of 36 months from the manufacture date and a backup battery fault advisory alarm will occur at 12:00am midnight on the first day of the month in which the backup battery reaches its expiration date. Per design, on (B)(6) 2016 the system controller would have alarmed with a backup battery fault due to the clock reaching the backup battery expiration month. According to the heartmate ii left ventricular assist system instructions for use, the system monitor displays information about the backup battery charge level and the time remaining before its replacement is mandatory. Depending upon a patient's clinic schedule, replacement of the 11 volt lithium-ion battery should be considered when less than 6 months remain before the mandatory expiration date. Reports of backup battery fault advisory alarms occurring for heartmate ii system controllers with backup batteries that have reached their limited lifespan of 36 months have been addressed through the manufacturer's corrective/preventative action system, updated device labeling for the monthly safety checklist, and an urgent medical device correction notice (2916596-9/14/15-001-c). No further information was provided. A review of the device history records revealed that the device met applicable specifications. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient called the implanting center at 00:55 with audible alarms from the system controller. The patient reported that the yellow wrench symbol was flashing with the "backup battery fault/replace controller's message indicated on the system controller user interface screen. The vad coordinator talked the patient and caregiver through a system controller change. The backup system controller reportedly also indicated the same alarm. It was reported that the patient was asymptomatic and the pump was functioning as intended with the green light on and the yellow wrench symbol on the system controller illuminated. It was suspected that the 11 volt lithium-ion backup battery (ebb) needed to be changed on both system controllers. The patient was instructed to present to the clinic in the morning to change the ebb. At 02:13, the patient called the implanting center again stating that their heart rate was 55 bpm. All vad parameters were stable and the patient was reassured that the pump was working and they would be seen at the clinic at 07:00. At 02:35, the patient again called the implanting center again regarding the alarm. It was confirmed that there were no new alarms. The patient was reassured that everything was working and the ebb would be changed in the clinic. At 06:30, the patient presented to the clinic. The ebb on both system controllers was replaced ((B)(4)). It was reported that the patient had missed several outpatient clinic visits recently. No further information was provided.